Event description:
Patient underwent laparoscopic left salpingo-oophorectomy. Upon removal of the disposable zinnanti manipulator, uterine manipulator, the staff noticed that the shaft of device had broken, proximally, within the vagina leaving the remaining shaft with the inflated balloon within the patient's cervix and uterine cavity. The distal portion was protruding several centimeters through the cervix and was easily retrievable. The entire device was removed. The vagina and cervix appeared completely normal.